Event description:
"Front fork on left side broke, when user walked. The wheel of the walker fell off."

Manufacturer narrative:
The futura is the same /similar to a product or products which are, or have been manufactured and/or marketed by invacare in u.s. The alleged incident occured in (B)(6).